Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 14. Details of surgery: ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.